Event description:
It was reported via email, a low reading issue with the freestyle libre sensor. The reporter, who is parent of customer, stated that due to a 'lo' (< 40 mg/dl) sensor reading, the customer was treated with an excessive amount of honey. It was then determined the customer was hyperglycemic, and had to be taken to hospital. No further information was provided in the email, and thus-far no additional details have been obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported via email, a low reading issue with the freestyle libre sensor. The reporter, who is parent of customer, stated that due to a 'lo' (< 40 mg/dl) sensor reading, the customer was treated with an excessive amount of honey. It was then determined the customer was hyperglycemic, and had to be taken to hospital. No further information was provided in the email, and thus-far no additional details have been obtained. There was no report of death or permanent injury associated with this event.